Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of headache,sleepiness,cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headache, fatigue, and cough while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation found no evidence of damage or corrosion, but a small amount of dust and dirt was found on the device typical of normal wear and tear for a device of this age. Internal investigation found light dust throughout the device, but found no evidence of damage, foam degradation, or device failure. Product investigation lab did discover an insect and a husk that had been stuck behind the side plates. Product investigation lab applied power using the returned power cord and supply. Unit powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found 9 instances of e-53 continue error. Product investigation lab was unable to confirm the complaints. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see sections h3 and h6 for this updated coding and information.